Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a myopic outcome with a tecnis monofocal, model z9002 intraocular lens (iol) 20.0 diopter implanted in her right eye. Reportedly, the iol was explanted and replaced with another z9002 of a lower diopter (19.0). No incision enlargement or vitrectomy was required and the patient is doing fine.

Manufacturer narrative:
Initial reporter name incorrectly spelt in the initial MDR. Corrected spelling of doctor's name to: dr. (B)(6). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed. The lens was observed cut in two parts. The condition observed in the returned lens and the way in which the cut is formed is consistent with a lens that has been cut due to the removal/explant process. The reported issue could not be verified in the returned lens sample. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review identified no non-conformance report (ncr) associated with this production order. A search on complaints related to this production order revealed that no other complaints were received for the production order. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.